Event description:
A report was received that an x-ray confirmed that the lead became disconnected from the lead extension. The patient underwent a lead revision where the physician reconnected the lead and tightened it down. The pt was reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.